Manufacturer narrative:
Analysis found unit with motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform displacement test or no delivery test. Also, the unit had missing segments due to corroded electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which she could not resolve. Her blood glucose level at the time of the event was 230 mg/dl. Explained a possible connection issue or occlusion in the tubing can lead to no delivery alarms. Advised customer to attach a plunger and manually prime. The customer states insulin exited easily. The insulin pump continued to alarm no delivery during priming. She was advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will be returned for analysis.